Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 10.0 x40, 75cm gladiator¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. There were no patient complications nor injury reported.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The returned device was attached to an encore inflation unit and positive pressure was applied when a balloon pinhole leak was identified 20mm distal to the distal edge of the proximal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10.0 x40, 75cm gladiator¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. There were no patient complications nor injury reported.